Event description:
A patient reported experiencing inaccurate erratic results. The patient's blood glucose results were 118 mg/dl, 322 mg/dl. Tests were done within < 10 minutes with a difference of 82%. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that, "cust was testing from the same finger. Ran two cont sol tests and two check strip tests; all fell within range."